Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery an interventional procedure. Reportedly, the exchange sheath was either difficult to split or failed to split completely. Resistance was felt during thumb advancer deployment. The physician reported that this has occurred from (B)(6) 2010 to (B)(6) 2010 with the new sheath material. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available or provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.